Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.4.0 on the iphone 11 ios 17.4 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f. After conducting a thorough investigation, we have found that looks like it was correct behavior from the app side. Issue is related to low rssi it means low level connection with transmitter. It may depend on the device, the availability of many different wireless networks, and the distance between the phone and the transmitter. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: increase the level of bluetooth connection with the transmitter by eliminating all of the above factors that affect the connection: 1. Try using a different device. If the bluetooth connection improves, the problem may be with your current device. 2. Try checking how the guardian app works when there are no wireless networks near the device and the transmitter. If the bluetooth connection improves and there are no loss of communication, then the problem may be a connection failure associated with nearby wireless networks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that they could not see data for the app. The customer reported no adverse events. The event involved product(s) mmt-8200. The troubleshooting was performed but unable to resolve with existing troubleshooting or labeled instructions, the issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8200.